Event description:
The oxygenator and part of the circuit were changed-out in accordance with department policy. The new oxygenator immediately showed evidence of membrane rupture demonstrated by blood leaking out of the gas exhaust port. A new membrane was prepared and the defective membrane was changed-out. The patient was off extracorporeal membrane oxygenation (ECMO) support for a few minutes during the second change-out. During the period of time the patient was on the defective membrane, it appeared to be exchanging gas adequately.